Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11 corrected fields: d9 (return to manufacture date), h6 (type of investigation)

Event description:
N/a

Manufacturer narrative:
Due to character limitation in e1, event site details are as follow - event site name is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that cardiosave intra-aortic balloon pump (iabp) failed the autofill test. The staff hooked up a different cardiosave to the same balloon, and it worked. It was on a patient, and the patient did pass away, but the patient's outcome was not affected by the failure of the unit." They brought the affected unit down to perfusion and tested it on their training balloons, and it still failed the autofill test. The pim test passed.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 ( type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and tested it out and confirmed that the autofill test was failing, and the pim test passed. The all-manifolds test passed. I swapped out the pim module and the safety disk with a known good one, and it is still failing the autofill test. No fault message in relation to this error described. Device logs investigated by the factory who noted that valve k8 was failing intermittently. Drive manifold necessary for replacement. Upon installation of drive manifold, drive pressure calibration failed. Drive pressure regulator calibration unable to change the pressure consistently. Drive pressure regulator replaced. Once the drive pressure regulator was replaced, the drive pressure would only increase to 360 mmhg. The drive pressure specification should be 390 ± 10 mmhg. Upon further troubleshooting, the compressor was replaced. Compressor confirmed not reaching high enough pressure for calibration. Visual inspection passed. Internal inspection passed. Calibrations completed and passed. System functional tests passed. Electrical safety completed. Device left in functional condition ready for use. The failure analysis and testing dept. Received the following parts associated with this complaint- drive regulator, scroll compressor and drive manifold assembly parts were received with a reported failure of the autofill, drive manifold, drive regulator calibration, and the compressor will not reach appropriate pressure. The fat performed a visual inspection and found the parts to be in good condition. The fat installed the parts individually in cardiosave test fixture and tested them to factory specifications per the cardiosave service manual. No failure could be confirmed on any part. All tests and calibrations were passing. Retaining the parts in the failure analysis and testing department per procedure.

Manufacturer narrative:
Updated fields - b4, e1 (event site telephone, email and initial reporter), e2, g3, g6, h2, h11.

Event description:
N/a.